Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Correction: d6 h3 other text : product location is unknown.

Event description:
From additional information received, it was reported that the patient was revised due to pain. Further, loosening of tibia was noted with lack of osteointegation. Femoral prosthesis was retained.

Event description:
Upon receipt of additional information, it was determined that this component should not have been added to the investigation. Therefore this report needs to be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this component should not have been added to the investigation. Therefore this report needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: kne-other-femorals-unk; p/n: unk, l/n: unk, kne-other-tibial trays-unk; p/n: unk, l/n: unk, kne-other-bearings-unk; p/n: unk, l/n: unk, bcm-palacos-standard-unk; p/n: unk, l/n: unk, kne-other-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00173, 0001822565 - 2020 - 00174, 0001822565 - 2020 - 00175, 0001822565 - 2020 - 00176. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 2 years ago. Subsequently, the patient is indicated to have undergone unknown multiple procedures due to pain and cement failure which lead to possible infections. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, the femoral prosthesis was not revised and the polyethylene bearing did not contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, the femoral prosthesis was not revised and the polyethylene bearing did not contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. It was previously reported on MFR # 0001822565-2020-00175-1 that this device was not related to the event. However, upon receipt of additional information, it is now verified that this device is related to the event.

Event description:
No further event information available at the time of this report.